Event description:
It was reported that this insertable cardiac monitor (icm) device continuously recorded flat line signals, no rhythm was being sensed by the icm device. Due to the reported sensing issues, the patient underwent a surgical procedure to have their icm device explanted and replaced with a new icm device. No adverse patient effects were reported. The explanted icm device has not been returned.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve device return status and additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.